Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace during use. Pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing confirmed full open condition in both distal and proximal circuit. The distal lead wire was found to be broken or detached around the solder joint. Proximal lead wire was broken at lead wire port. Catheter body was found cut by the proximal leadwire at the leadwire port. The cut was 0.01" long. Balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage was observed from the balloon, windings and catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. A root cause cannot be determined at this time based on evidence that the failure "pacing catheter - broken leadwire - proximal" and "pacing catheter - broken leadwire - distal" cannot be associated to manufacturing defect. The affected final work order documentation and manufacturing were verified, and no deficiencies were found. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A final continuity test is performed to the electrodes during the final inspection. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.